Event description:
It was reported that the pulse generator was in backup operation. The device was explanted.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to multiple flipped bits. The device was at elective replacement indicator (eri) and could not be downloaded. A high current drain was observed. This was due to a discrepant integrated circuit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.